Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had sent in a merlin.net transmission, upon review the transmitter had noted a diagnostic anomaly with estimated longevity. A software download was performed and longevity was corrected. The patient was not dependent and no symptoms were noted.